Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed no image most likely due to a loosened and damaged lens part and kinks on the cable. The specific root cause of the loosened and damaged lens part and kinks on the cable could not be determined at this time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. During evaluation, kink was noted on the cable, the coupler was noted to be loose and damaged. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, image problem was noted with the hd autoclavable camera head indicating that no picture was displayed. There was no harm or user injury reported due to the event.